Event description:
It was reported that the customer's personal profile settings were not what the customer had expected and customer's blood glucose level had been elevated. Customer's personal profile settings were changed by health care professional and blood glucose level normalized.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.